Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2006. Patient underwent revision surgery on (B)(6) 2010, due to osteolytic change and elevated serum co and cr. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed december 15, 2010.